Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guide wire was used to primary wire a 99% occluded calcified lesion in the left main coronary artery (lm). The wire could not be advanced distally as far as desired, but the physician believed it was distal enough from the treatment area to continue. During the first treatment, the oad jumped through the lesion and contacted the viperwire spring tip. Three more treatment passes were performed on low speed. When the oad was removed, imaging showed the guide wire had fractured. A second physician assisted in retrieving the fragment from a diagonal branch with a snare. The procedure was completed with a second wire and without further incident.